Event description:
According to the information received, the 34mm amplatzer septal occluder was attempted to be deployed in the right atrium, however, it came loose from the 12f amplatzer delivery system cable. The device was then placed using a snare. Upon examination of the cable, it was found that the micro screw on the delivery cable had broken off and remained attached to the device screw in the patient.

Manufacturer narrative:
The 12f amplatzer delivery system cable was received at aga medical with the cable screw adapter detached. The delivery cable was sent to the vendor for further evaluations, which determined the cable screw failed by ductile overload fracture, which occurred due to predominately tension forces in the axial direction. This event was determined to be reportable during a retrospective review of data.